Event description:
The customer reported that there was no sound coming from the speaker. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no sound coming from the speaker. The device was not in use on a patient at the time of event, there was no patient involvement. The device was returned to the philips authorized repair facility. However, there was no evaluation of the device performed as the internal components of the alleged device had been physically tampered. The alleged device was returned to the customer unrepaired as the internal components were physically tempered.